Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -18.00 diopter, in the patients left eye (os) on (B)(6) 2020. The patient experienced inflammation. The patient responded well to treatment with steroids (anti-inflammatory), and by the end of (B)(6) 2020, the inflammation had disappeared. The patient is ok. The lens remained implanted.

Manufacturer narrative:
B5: "white deposits due to the inflammation were observed." Should be added to the initial MDR. H6 - health effect clinical code 4581: white deposits. Claim#: (B)(4).